Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received repeated alert 65 notifications indicating the audio alarm was not audible on the ilet pump, despite restarting the device, and the issue persisted; the reported device component implicated was the speaker/sounder. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a no-audible-alarm condition traced to the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.